Event description:
It was reported that during a coronary stent procedure, the stent embolized. The physician was attempting to treat a heavily tortuous proximal rca lesion with the express 4.5x24. The lesion was pre-dilated with a 3.5mm balloon. As the physician advanced the stent to the lesion site, the stent became hung up in a bend. The stent came off of the delivery device prior to deployment. The physician captured the stent with a small maverick balloon, inflated to 2 atm's, and pulled the stent back to the sheath. The stent would not cross the sheath and came off of the balloon. The stent migrated downstream and lodged itself above the knee where it remains.